Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator was not detecting the battery that was installed during testing. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the ventilator was not detecting the battery that was installed (lot m83512-p1) during testing. During preventive maintenance, the customer changed the battery, but the issue remained. The customer stated that it was not the cable, as it worked on another ventilator. The customer found that the substitute battery was from 2021, and the problem was with the stock battery. The device was working properly. Multiple attempts have been made to try to obtain further information about this case, but no response was received. This file is closed and can be reopened if new information becomes available.